Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: observed thermoform sticking. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed delamination in the inner and outer lid. Additional observations: observed deformation on the device. A further investigation is required to analyze the event of lid delamination.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17may2024.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.